Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device transmissions revealed an episode of automatic mode switch with a possible retrograde signal that was determined to be oversensed far r-wave signals that were showing as atrial-sensed events. There were no reported patient symptoms.

Event description:
Additional information - the patient's medication was modified to address the issue, and the patient will continue to be monitored.